Manufacturer narrative:
Event date: the exact event date is unknown. The subject device was not returned to manufacturer.

Event description:
It was reported that a small piece of metal was detected under angiography after usage of the microcatheter (subject device). There is no other information available.